Manufacturer narrative:
The device was returned and evaluated. In addition to the findings in b5, the evaluation found the following: suction cylinder and forceps channel port was shaved, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward and downward angulation control knob was out of the standard value, adhesive on bending section cover or distal sheath had a chip, crack and a white- clouded area, adhesive around objective lens and light guide lens was peeled, plastic distal end cover, connecting tube, objective lens and universal cord had a scratch, connecting tube and control unit had a discoloration, due to adhesive peeling around objective lens, streak of flare appears in the image, due to a scratch on objective lens, the image has dark area partially. Switch 5 had a wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer returned the gastrointestinal videoscope with an unspecified issue. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the nozzle and plastic distal end cover had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-1500 series operation manual chapter 3 preparation and inspection states how to detect the event. Gif/cf/pcf-1500 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.